Event description:
During trialing, the trial head fell off and was left in the patient.

Manufacturer narrative:
It has been reported that the instrument associated with this report remains within the patient. A lot specific complaint database search was not possible as the lot code required was unavailable. The lot code is also required to determine the manufacturing age of the item. As designed and manufactured since december 2005 a wire is embedded within the material of this product code so that it can be located using x-ray equipment. Additionally a suture hole is present to allow the surgeon to secure trial head to stem or surrounding tissue during trialing. The investigation could not verify or identify any evidence of product contribution/error regarding the reported event with the information available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.